Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be identified because the device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
The customer contacted the olympus technical assistance center (tac) with a report that the lightsource had a b30 error code with multiple scopes. The issue was identified before an endoscopy procedure, which was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
Through troubleshooting with the olympus technical assistance center (tac), the customer reported the b30 error was not duplicated when scopes were tested on another light source; the digital light source cable was reseated and no other cables were connected to the front of the device. Tac advised the customer to return the device for evaluation, but this was declined. At this time, the device is not being returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.